Event description:
Report received of delay in therapy due to misprogramming. The pt was having chest pain and was to have IV nitroglycerine (ntg) initiated prior to transfer to the ICU. The customer reported that the label on the ntg bottle reads 400mcg/ml with smaller print below this concentration that states 100mg total per container. The order was for the pt to receive ntg at 100mcg/min. The nurse was programming the pump in the dose calculation mode. On the "program dose calc" screen, the nurse chose mcg/min. The next screen that appeared asked for the "conc" in mg. The rn incorrectly entered 400, thinking that the pump was asking for mcg, not mg. In the next field for "ml" the rn incorrectly entered 100. In the field for "dose" in mcg/min, 100 was correctly entered. The pump then calculated the delivery rate to be 1.5ml/hour. The rn noted that this was not the intended rate of delivery. The rn knew that the expected delivery rate was 15ml/hour. The pump was started and infused at 1.5ml/hour as the nurse was attempting to figure out what was wrong with the program. According to the customer contact, the program was cleared and re-entered 3 times, without successfully programming the pump as it was order. The nurse then changed the mode of delivery to ml/hour and entered 15ml/hour. No medical interventions were required as a result of the misprogramming. The patient remained at baseline status during the pump set-up.